Event description:
On (B)(6) 2021: bedside rn noticed that the PICC dressing was saturated with blood and tpn. Came to bedside and changed PICC dressing under sterile technique. Noticed that there was a break at the hub of the PICC. PICC removed. Infant's sugar was checked and was normal.

Manufacturer narrative:
The failed sample was returned to vygon for evaluation as part of the complaint investigation. The results of this investigation are still pending and will be communicated to FDA within 30 days of its conclusion.

Manufacturer narrative:
We received one catheter as a sample. The catheter tube was shortened within the 15 cm marking. Flushing the catheter shows a leakage at the fixation wing but doesn't result in a flow through the distal tip as the catheter is severely occluded. The microscopic examination shows that the catheter tube was partly torn out at the junction of catheter tube and fixation wing. The surface of the broken area is rough, which is a typical sign for the effect of excessive tensile stress. From previous complaints we learn of various possible causes of a tensile fracture: dressing change - in some instances the catheter can become adhered to the dressing and additional pulling is required to free it, placing stress on the line resulting in a tensile fracture routine care - when lifting the baby to change bedding movement - the baby themselves catching the line, normally with a foot, during movement we were not informed what kind of chlorhexidine disinfectant was used by the customer. Concerning alcohol-based disinfectant we have a warning in our product's IFU: "be aware that organic solvents such as alcohol or acetone may interact with catheter material and weaken it." And "avoid any contact of the catheter tubing to alcohol containing disinfectants. This may irreversibly damage the catheter." Vygon reviewed the batch history records and found no deviations. The batch complied to its specification and was released. Each catheter is flow and leak tested during production. The tensile force of the catheter components is randomly checked. Visual tests and incoming goods inspections are carried out with no exceptions found. We have five additional complaints for batch 8131566 and 8134052 and eight additional complaints regarding a leaking catheter tube at the junction on code 4g07125203 within the last three years. No further corrective action initiated by quality management as there are no indications of a manufacturing fault. Corrective action: no further corrective action initiated by quality management due to this complaint, as there are no indications of a manufacturing fault.

Event description:
(B)(6) 2021:bedside rn noticed that the PICC dressing was saturated with blood and tpn. Came to bedside and changed PICC dressing under sterile technique. Noticed that there was a break at the hub of the PICC. PICC removed. Infant's sugar was checked and was normal.